Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact support if any further issues occurred.